Event description:
During an infusion, the syringe pump alarmed 'occlusion'. The nurse attempted to flush the line with no success. The catheter was removed and exchanged. In-vitro testing noted that the catheter was still difficult to flush. Great syringe pressure was required to create a flow through the catheter. The catheter was sent to biomed for evaluation. The manufacturer rep has made an attempt to retrieve the sample. All affected catheters of this lot number were pulled.

Manufacturer narrative:
(B)(4). The device has not yet been returned to vygon, but the complaint details have been sent ot vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.